Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4); product ID: 9735787, serial/lot #: (B)(4); product ID: 9736411, serial/lot #: (B)(4); product ID: 9736355, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The uninterruptible power supply (ups), battery, and solid state drive (ssd) were replaced. (B)(4) are applicable to the system checkout. The battery was returned to medtronic for analysis. Testing was conducted and electrical failure was confirmed. (B)(4) are applicable to the battery analysis. The ups and ssd were returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. (B)(4) are applicable to the ups and ssd analyses. Software analysis has not been completed at this time: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the manufacturer representative was completing the os 2.0 upgrade, in the middle of the data transfer, the main cart powered off. The camera cart remained on. The representative was able to get the main cart back on. There was no patient involvement. Additional information was provided stating that the system was plugged into a known functioning electrical outlet when the shutdown occurred.

Manufacturer narrative:
H3 - evaluation of the returned software exports found no fault. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.